Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a perforation in the left circumflex (lcx) artery with moderate calcification and moderate tortuosity. The 3.5x19mm graftmaster stent graft system and the ht bmw universal ii 190cm j guidewire (gw) were attempted to advanced to the target lesion; however, failed to cross due to the anatomy. Another graftmaster stent and gw were used to complete the procedure. There was adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.